Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units. In addition, four photographs were received which displayed similarities to that of the returned units. Through the visual examination, a strand of hair was observed within the sealed package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use, a hair was found in 2 bd insyte¿ autoguard¿ bc shielded IV catheters' packaging units, which extended through the seal. The following information was provided by the initial reporter, translated from japanese to english: "hair in a package was found before opening." "Photos received. Hair extends through the seal of the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, a hair was found in 2 bd insyte¿ autoguard¿ bc shielded IV catheters' packaging units, which extended through the seal. The following information was provided by the initial reporter, translated from (B)(6) to english: "hair in a package was found before opening." "Photos received. Hair extends through the seal of the package."